Event description:
The customer reported blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer insulin pump passed the prime test. The customer didn't have a tubing clamp for the high pressure test, but did receive a no delivery alarm earlier due to a bent cannula. The customer stated that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.